Event description:
It was reported that during a da vinci-assisted hysterectomy, the monopolar curved scissors (mcs) cut function was working, but not the coag energy mode. Before calling an intuitive surgical, inc. (Isi) technical support engineer (tse) for assistance, the customer replaced the mcs instrument and the green monopolar energy cable and then power-cycled the erbe generator with no change in any port. It was noted that the customer saw an indicator that the coag pedal was being pressed, but there was no energy output from the instrument. The tse asked if instrument cable lives are tracked, and the customer stated they are not. The tse suggested trying a third energy cable and then a third mcs instrument, but there was still no change. It was later reported by the isi clinical sales representative (csr) that the patient sustained an unspecified burn injury while using the erbe and a medtronic energy device. The cause, location, and severity of the burn injury are unknown. The customer believes it was the patient neutral pad that caused the burn and, again, that the devices and patient neutral pad involved needed to be brought to a third party for evaluation. The procedure was completed robotically.

Manufacturer narrative:
No product has been returned to intuitive surgical, inc. (Isi) for evaluation. A site visit was conducted by an isi field service engineer (fse) to replace the erbe generator. Upon arrival, the implicated erbe generator had already been removed from the vision side cart (vsc) and was unavailable for testing. A new erbe was installed and verified as ready for use. The customer planned to send all involved products to a third party for analysis. There were 3 monopolar curved scissors (mcs) instruments used during the procedure. None have been returned for failure analysis or used in a subsequent procedure despite remaining lives. An advanced system log review revealed there was a single erbe error that could be related to the reported event. However, this error does not give us details on the fault that occurred.

Manufacturer narrative:
The erbe generator was returned for failure analysis. The unit energized and cauterized, and all ports recognized instruments. There were no issues upon multiple activations.